Event description:
A surgeon reported that the footswitch failed during a surgical procedure. The footswitch was exchanged to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
A svc visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).